Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy procedure, the device fired 2 clips at once. Another clip applier was used to complete the procedure. There was no patient injury.